Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing an ipsilateral antegrade approach. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified posterior tibial artery. After a non-bsc guide wire crossed the lesion without issue, pre-dilation was performed using a 2mmx40mmx144cm coyote¿ es balloon catheter. However, on the first inflation, the lesion was not dilated as the balloon did not keep the pressure at all. When the balloon catheter was completely removed outside the patient, a pinhole rupture was found on the balloon. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was good.